Event description:
It was reported to gore that the surgery in 2008 at hospital, was a laparoscopic sigmoidectomy. No complications were reported at the close of the procedure. However, 3 days post op, staple line dehiscence occurred and the physician performed a diversion/colostomy. No explant is available for examination. The investigation is ongoing. It was reported the patient was ok.

Manufacturer narrative:
Device history record review. Device met all pre-release specifications.